Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas after announcing a meal, with glucose trending down for approximately 30¿45 minutes and a recorded low of 53 mg/dl, and the user ingested oral carbohydrates including sugar water, a cookie, an apple-blended drink, and planned orange juice and applesauce; device low and urgent low alerts were received, troubleshooting and education were provided, and the event was categorized as cause unclear. Symptoms included lethargy and generalized weakness. Outcomes included self-management without medical intervention or assistance. Investigation included customer interview and review of device use and alerts. Investigation of this case revealed no device malfunction reported and that glucose improved with oral carbohydrate treatment. It was concluded that the hypoglycemic event was resolved with standard treatment and that the cause remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.